Event description:
There was an allegation of false-positive elecsys hiv combi pt results for 1 patient on a cobas 6000 e601 module. The initial result was 1.51 coi (reactive). The repeated result was 1.45 coi (reactive). The sample was tested using different methods. The result using the hiv strip test (detemine) was (non-reactive). The result using the hiv strip test (triline) was (non-reactive).

Manufacturer narrative:
The analyzer's serial number is (B)(6). The calibration and qc were acceptable. A sample-specific issue could not be excluded. The investigation did not identify a product problem.